Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Examination of the received complaint device found the knife blade was trapped and contained within the jaws, preventing them from opening. The customer had reported that there was no patient involvement.